Event description:
It was reported the pt was unable to initiate communication between the ipg and the external devices. The pt reported she had not charged her scs system for almost three months. The pt underwent surgical intervention to explant and replace the ipg. Effective stimulation has been captured.

Manufacturer narrative:
(B)(4): 1627498-121921011-003-r. Eval: results: as received the ipg was unresponsive as a result of the battery being depleted for an extended period. Per the event details, the pt reported she had not recharged her ipg for over 3 months. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.